Event description:
A 62-yr-old female had a right radical mastectomy with reconstruction with silicone gel breast implant in 1982. The MFR of the device is not known to this reporting facility. Gross exam: the outer surface of the breast implant is invested by a thin layer of tenacious clear gel-like material.